Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The catheter extended 8.1 cm from the distal end of the strain relief oversleeve. The distal segment of the catheter was not returned for investigation. The printing on the extension leg was worn. The cross section at the distal end of the catheter segment exhibited a glossy and striated veneer, which is consistent with a cut made with a sharp instrument. The catheter was most likely cut just distal to the damaged segment in order to repair it. Creases and small splits in the circumferential direction were observed 6.7cm and 7.3cm from the distal end of the strain relief oversleeve. The adjacent surfaces of the split tubing were noted to be granular. The external surface of the tubing exhibited a polished appearance along the length of the crease. A tactual investigation revealed that the tubing was easily kinked across the split in the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample.

Event description:
It was reported by the nurse that the catheter placement was conducted on (B)(6) 2016. It was found that liquid leakage occurred 1-2cm above the puncture site on the catheter on (B)(6) 2017, leading to extravasation of chemotherapeutic drugs. On 4/18/2017 -additional information: it was reported that the leak was discovered while the nurse was flushing the catheter for care and maintenance. No symptoms of extravasation have been found since the leak was first discovered. There was no swelling or tissue damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj1591 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter placement was conducted on (B)(6) 2016. It was found that liquid leakage occurred 1-2cm above the puncture site on the catheter on (B)(6) 2017, leading to extravasation of chemotherapeutic drugs. Received 4/18/2017 -additional information: it was reported that the leak was discovered while the nurse was flushing the catheter for care and maintenance. No symptoms of extravasation have been found since the leak was first discovered. There was no swelling or tissue damage.